Event description:
Skin tear occurred when removing tape from pts right arm. Tear 3.5 x 1.75cm, not approximated, leaving 0.5-1cm opening. Sign placed over pt bed for use of paper tape only there after.